Event description:
I was implanted in (B)(6) 2010 and approximately 3 years later my health started to rapidly decline. My hypothyroidism morphed into hashimoto¿s . I had persistent weight gain. My health was failing out all over. My hair started to thin and turn gray. I have heart palpitations and unexplained swelling in my right leg. My fatigue is beyond just fatigue. It doesn't matter how much I sleep- be it 2 hours - I still wake up tired. I am now a chronic migraine sufferer in which nothing, absolutely nothing, works. I have ringing in my ears and very bad tmd/tmj- to the point I cannot open my mouth. I am experiencing bone loss in my lower jaw bone and I am losing teeth. I have discharged coming from my nipples that is yellowing /back and sticky in nature. I have arthritis in my ankles. My mood swing are all over the place. My doctors say here is a pill for what ails you- take it and you will be better. There have been days when I have wished for death because of how bad I feel. I have persistent ibs and reyaunds. I wake up nightly drenched in sweat. My anxiety is extremely high and I can rarely be calm. My nerves are shot. I am only (B)(6) and I act like I am (B)(6).